Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
Returned device analysis revealed a shaft separation. Follow-up with the account confirmed that resistance was met during removal of the stent delivery system; the distal shaft separated and was simply removed on the guide wire. No additional information was provided.

Event description:
It was reported that during a procedure was to treat a de novo, narrow lesion in the mid left anterior descending artery with moderate calcification, moderate tortuosity and 90% stenosed. A 2.5x23mm rx xience prime stent delivery system (sds) was prepped per the instructions for use, advanced without any resistance noted and attempted to be inflated. However, after pressure was applied up to 10 atmospheres a leak was noted in the balloon, not allowing the stent to open. The sds was removed from the patient anatomy without any issue. Another 2.5x23mm xience prime sds was used to successfully complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The balloon rupture was unable to be confirmed; however the shaft separation was able to be confirmed. The difficulty deploying the stent could not be replicated in a testing environment due to the separation. The difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and functional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.